Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204 - belt/monitor unusable) was investigated. Upon investigation, contamination was found on the electrode belt receptacle connector on the computer/analog board. The cause of the code 204 was unable to be positively identified but was likely due to the contamination identified on the electrode belt receptacle connector. The root cause for the contamination was ingress of an unknown liquid. The monitor was removed from service due to the contamination. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the patient using the monitor was receiving service code 204- belt/monitor unusable.